Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. -the device has not been repaired in the past year. -the endoscopic image was not displayed due to the damage of the camera cable. -there was no video adapter. Based on the evaluation result, it is possible that the endoscopic image was temporarily not displayed because the video communication could not be transmitted to the video system center due to the broken connector cable. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, the damage to the connector cable may have been caused by the user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against damage to the cable. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, the endoscopic image was not displayed when the device was connected to the olympus video system center otv-s7v. When the device was connected to the olympus video system center otv-s190, the endoscopic image was displayed properly. The user completed the procedure related to the reported event with the device and the procedure was not delayed by more than 15 minutes. There was no report of patient injury associated with the event.